Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) confirmed autofill failure and stated. Replaced pneu cmpnt coupl .25fl bulk hd pneu cmpnt nip .25 flow bulkhd, tubing assembly, pneu cmpnt m luer 1/16tb white to resolve issue. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Event description:
N/a

Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event address was shortened due to character limitations. The complete address is (B)(6).